Manufacturer narrative:
Method - DHR and complaint review, material analysis. Results - no issues with manufacturing noted. This event was included in a retrospective review of MDR decisions for retrospective summary report under FDA exemption ((B)(4)). The original scope of events was revised by FDA and this event has fallen outside the scope of the exemption.

Event description:
Our distributor has reported to us that the product did not work. The tip was broken off of the returned driver.